Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urge incontinence and fecal incontinence. It was reported that the patient's controller was telling her "not compatible with device". The patient stated that she then thought her leads moved or fell out due to the tape she had. The patient also reported again that her controller was still saying "not compatible with device". There were no symptoms or complications reported or anticipated.